Event description:
It was reported that this right atrial (ra) lead dislodged after a medical procedure. The ra lead was revised and was surgically abandoned. Another ra lead was successfully implanted. No additional adverse patient effects were reported.